Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a blank display. The customer's blood glucose level was unknown. The customer stated that after inserting a new battery the alarm stopped but the display was still blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specifications range and passed off no power test. The insulin pump was monitored and tested with no blank display and no audio/beep anomaly noted. The insulin pump was received with cracked reservoir tube lip.